Manufacturer narrative:
Initial reporter name and address: initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. A main coil, introducer sheath and delivery wire were returned for this complaint. The main coil and delivery wire were not interlocked. Twist lock was opened. Blood was noticed inside the introducer sheath. Main coil was noted kinked and stretched. The dimensional inspection revealed that the outer diameter (od) at the zap tip and primary coil were found to be within specification. Also, the distal fiber bundles were found to be within specification. However, the proximal fiber bundles were lacking. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07oct2022. It was reported that the coil could not be pulled out from its own protective cover. The target lesion was located in the superior mesenteric artery. A 10mm x 40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil could not be pulled out from its own protective cover. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the fiber bundles were incomplete.